Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's spouse reported via phone call the insulin pump alarmed motor error. The customer's spouse was assisted with motor error troubleshooting. The customer¿s blood glucose level was 560 mg/dl at the time of the incident. The customer was treated with a manual injection. The customer's spouse stated that the drive support cap appeared normal and that the insulin pump was not exposed to high magnetic fields. The customer's spouse was assisted in clearing the alarm. The customer's spouse stated that they were unable to complete pump rewind due to the alarm. The customer's spouse was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self test and unexpected restart 21 error test. No motor error alarm and rewind anomaly noted. The motor was tested outside of the device and passed. Pump passed all operating currents tested within the spec range and passed off no power test. Pump received with cracked reservoir tube lip and minor scratches on display window noted. Drive support cap was inspected and no anomaly was noted. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.